Manufacturer narrative:
During both the rewind and load stages of the displacement test, device returned a pump error 39. Did not note any evidence of previous moisture or corrosion on the electronic or motor assemblies inside the case. The motor was tested outside the device, and it failed returning a pump error 39.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had insulin pump error. Customer's blood glucose level was unknown. Customer reports they were unable to clear the alarm. Customer stated that displacement test did not pass and insulin pump was unable to rewind. The insulin pump will not be returned for analysis.